Event description:
During the surgical procedure, the drill point broke off into the bone. The surgeon felt it was safer to leave it in, rather than create a stress riser by trying to over-ream the hole.